Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid scope experienced a broken internal lens. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report was sent in error because a reportable code was used for "broken components", but the failure reported by the customer was related to "broken internal lens". Once the investigation was completed, it was detected that the lens was damaged and displaced during the service inspection, so the correct code to use on the initial was "defects or damages inside the optics" which is not reportable. This would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.